Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50, serial#: (B)(4). Description: coveredge 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had a high volume of fluid at the ipg site the patient underwent an ipg and lead replacement procedure. No device malfunction was suspected and the patient was doing well postoperatively.